Event description:
The facility reported an infusion pump that "keeps turning off by itself" during pt use. The pump was infusing an unk medication at a rate of 24ml/hr when the event occurred. According to the facility's biomedical engineering department, no pt injury or need for medical intervention has been reported. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics, diagnosis or status, medication involved, and set up of the infusion device.